Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h2: additional information: block b5 (describe event or problem) and block h6 (device codes have been updated to difficult to release from catheter based on additional information received on april 25,2023) block h6: mdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. Tried to twist and tug the clip off the inner catheter but still unsuccessful. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Additional information received on april 25, 2023: it was clarified that the clip eventually deploys successfully from the catheter after few manipulations.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. Tried to twist and tug the clip off the inner catheter but still unsuccessful. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.